Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. Serial number has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report ((B)(4)) was deemed to be invalid upon extended investigation.

Event description:
Customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre sensor., with symptoms described as itching and burning sensation. Customer further reported that he applies tegaderm prior to applying the sensor. On an unspecified date in (B)(6)2019, the customer had contact with a healthcare professional who prescribed flovent (fluticasone propionate, steroid) spray for treatment. Hcp also instructed the customer to apply the flovent spray prior to sensor insertion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on customer's report date of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing the adc freestyle libre sensor., with symptoms described as itching and burning sensation. Customer further reported that he applies tegaderm prior to applying the sensor. On an unspecified date in (B)(6) 2019, the customer had contact with a healthcare professional who prescribed flovent (fluticasone propionate, steroid) spray for treatment. Hcp also instructed the customer to apply the flovent spray prior to sensor insertion. There was no report of death or permanent impairment associated with this event.